Event description:
It was reported that the patient experienced severe pain in the ribs after a trial procedure. The physician suspected that one of the leads was sitting on a nerve even though it did not appear under fluoroscopy. The patient was taken to the operating room (or) and the physician removed both leads. The patient was immediately relieved and the physician proceeded to place a single lead at midline. It was also reported that the patient started having chest and rib pain. The patient was advised to go to the hospital and was reportedly doing well. It was noted that all of the patients symptoms were from the nerve irritation from initial insertion. The patient underwent a lead pull procedure and the explanted leads were not returned as they were kept by the medical facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch: (B)(4).